Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on [10/26/2010]. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported nonside specific ¿lump or thickening in or near the breast or in the underarm area¿. This is for the left side. Later, patient reported they were in a car accidents causing rupture.